Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza1483 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reza1483) have been reported from the same UK facility. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. Device not returned.

Event description:
It was reported that they hospital went to flush the line and found an alleged subcutaneous leak. The line was said to have been insitu since (B)(6) 2015. Line was reportedly removed and a new one was placed.